Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter would not power on. The customer care advocate attempted to contact the patient with follow up questions from the medical surveillance specialist but was unable to reach the patient. The patient alleged that the product issue began at 9:30am on (B)(6). The patient manages their diabetes with an insulin pump. The patient reported consuming food and drink and administering 5 units of humalog insulin at 10am. The patient did not report any symptoms and did not report any other medical treatment. The patient denied testing on any other device. At the time of troubleshooting the cca confirmed that the correct test strips were being used. The issue was not resolved and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not take inappropriate action in response to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.